Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The device is currently shipping from investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): the customer reported that the pump involved in adverse incident pump infusion, no alarms, but syringe volume not dropping. When pump was picked up, drive head had moved out of pump without pump being switched on. Drive head loose. Details of incident: pt is on fentanyl infusion. As pt appeared to be breathing, on top of the mandatory breaths on the ventilate sedation (including fentanyl) was bolused at 11.00. When doing observations, I noticed that the volume in the syringe did not correlate with the amount I had bolused. I attempted to bolus 2 mls of fentanyl and observed that the syringe volume did not change. As the bolusing of fentanyl had been having no effect on the pt, I had to bolus midazolam and adjust the ventilator settings. At no point did an error message appear on the pump.